Event description:
It was reported that patient presented to the hospital with chest pain and CT imaging was performed. Atrial and ventricular lead perforation was observed. The leads were explanted and replaced. Patient was in stable condition. Related manufacturer reference number: 2017865-2022-12028.